Event description:
A customer contacted beckman coulter inc. (Bci) to report one of the quad packs had leaked trypan blue. Customer stated it appears the cap had leaked and was not properly sealed (cap was not installed correctly). The vi-cell packs were enclosed in plastic bags. No death or injury to the operator as a result of this incident. The operator was wearing nitrile gloves, lab coat and goggles. No exposure to open wounds or mucous membranes. The customer did not seek medical attention.

Manufacturer narrative:
For laboratory use only. Service was not dispatched for this event. The root cause for leak is unknown.